Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be submitted if additional information becomes available.

Event description:
This is a spontaneous report by a consumer with supplemental information from a nurse in the USA of peritonitis in a patient coincident with dianeal pd4 ultrabag therapy for peritoneal dialysis (pd). On an unreported date in 2011, the patient began treatment with dianeal pd4 ultrabag therapy (dose, frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the following was reported. On (B)(6) 2012, the patient was diagnosed with and hospitalized for peritonitis. Treatment was not reported. On (B)(6) 2012, the patient was discharged from the hospital. Pd therapy was ongoing. The cause of the peritonitis was a break in aseptic technique, but the nurse did not recall how the break in aseptic technique occurred. The patient was retrained on proper aseptic technique. The patient was recovering from this peritonitis event. The event of peritonitis was not related to dianeal solution or to baxter devices or disposable products. The nurse declined to provide further information.

Manufacturer narrative:
(B)(4). This report of a use error-breach in aseptic technique and peritonitis was confirmed because the nurse reported a break in aseptic technique by the patient. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. The assignable cause was undetermined.